Event description:
It was reported that a patient experienced a cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day as onset, the patient was hospitalized for the event. The patient was kept on antibiotics (unspecified) for the cloudy effluent. The duration of treatment was not reported. On the same day as being admitted, the patient was discharged from the hospital. At the time of this report, the cloudy effluent was resolved, the patient was recovered from the event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.